Event description:
A malfunction was reported with the pump, identified as malf 12, which had occurred at least three times. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to switch to an alternate therapy method, mdi, and was informed that a replacement pump with updated software would be sent. Customer was provided with instructions on storage mode and returning the defective pump.